Event description:
Davinci monopolar curved scissor ID#10240502-0591 with 2 of 10 lives remaining, stopped working in the middle of procedure due to frayed cables at the wrist. Item taken out of service and replaced.